Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis (dka) back in september. The customer could not recall the exact date or blood glucose reading at the time of the event. The customer stated that she was treated, then monitored until she was stable. The customer was put back on the insulin pump, and released. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.